Event description:
The customer was hospitalized with a heart attack and dka. Troubleshooting indicated the device was working properly. Recommended changing infusion set, rotate insertion site and try a new vial of insulin.